Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Correction: d2. The device was returned to zoll canada for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the housing, which indicated impact, consistent with mis-handling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.